Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three pump modules had corroded connectors which caused channel and communication errors. The staff was using virex on devices and wiping connectors with virex. Education was provided to staff to only use 70% isopropyl alcohol. There was no information on patient involvement. Although requested, further information was not provided.